Manufacturer narrative:
The insulin pump had no motor error alarms during testing. The device had operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart alarm, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The motor was tested outside of the device and passed. No unexpected restart alarm after battery change or reset time/date anomaly noted. The device had a minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, no delivery, and unexpected restart. The customer was unable to rewind the insulin pump due to the alarm. Customer's blood glucose level was 219 mg/dl. The unexpected restart alarm was recurring during normal insulin pump use. He received an unexpected restart every time he changed the battery. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.